Manufacturer narrative:
The power plug on the drx revolution is clear and the wires to the connecting cable are visible within the plug. The carestream field engineer investigated this issue and was not able to observe the sparking reported but did observe the discolored wiring in the plug which was likely caused by overheating inside of the plug casing. Internal carestream investigation revealed that the wiring within the plug was either loose to start or was able to become loose and separate from the intended connection. This separation allowed for a condition where there could be a spark inside the plug casing. This spark would result in overheating as the casing is made of flame retardant, self-extinguishing material.

Event description:
Carestream received a report of a plug which sparked and burned on a drx revolution system at (B)(6) 2013. The field engineer observed that the wiring inside of the plug was discolored and appeared to have overheated. ¿burned¿ was the term used by the customer in the complaint file.